Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with stripped battery cap(p) coin slot.

Event description:
The customer¿s trainer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 140 mg/dl. The customer also reported that the contacts of the battery cap are corroded. The customer also reported that the battery compartment was corroded. Customer states the spring was corroded. The customer also reported that the trainer was unconscious. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.